Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their reservoir lip ring was damaged. The customer¿s blood glucose level was 200 mg/dl. The customer also stated that the battery cap doesn't stay down because the inside of the battery compartment is stripped. Troubleshooting was performed for damage and noticed the reservoir did not lock in place. Advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device had cracked battery tube threads, cracked reservoir tube lip. The test reservoir locked in place properly and no anomaly noted.